Event description:
A user facility reported having an increase in infections with use of 3m¿ tegaderm chg chlorhexidine gluconate i.v. Securement dressing. The skin irritation was under the chg gel pad on the patient's right side of chest. Symptoms may have included slough, discoloration and redness of the skin. The site was cleaned with an antiseptic, silvadene cream and gauze was changed as needed. Antibiotics were not required and the skin has resolved.

Manufacturer narrative:
The device has not been returned. The allegation of infection was not supported by testing of the site or treatment with antibiotics. It cannot be confirmed that the skin irritation/reaction was an infection. A lot number was not provided; therefore, a review of the batch record was not able to be performed. Infection can occur from the following: 1. Non-sterile dressing applied to patient. 2. Product with low adhesion applied to patient. 3. Incorrect dressing application. 4. Dressing with significant edge lift left on patient. Complaints were reviewed with no adverse trend observed. Solventum will continue to monitor.